Event description:
Complainant alleged that the medic was monitoring a pt (age and gender unk) suffering from a mild myocardial infarction. The medic was using the three lead electrocardiogram cable with the device. The device screen suddenly showed a flat line in all three leads, and displayed a "check electrodes" error message. The medic changed the electrodes and cable, but the device still displayed the same error message. Then the device suddenly began displaying the pt's heart rate. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. A second identical event was reported to have occurred with this device, but with a different pt.